Event description:
It was reported that a patient presented in-clinic for an right ventricular (rv) lead revision procedure. Prior interrogation of the rv lead revealed high pacing impedance and failure to capture. The physician suspected lead fracture and lead insulation break as the cause of the malfunctions. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.